Event description:
It was reported that the pt had left facial twitches and that a MRI of the brain was needed. The pt was not using her device much and preferred the device to be removed. The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.